Event description:
(B)(6) the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012. There are plans to implant the patient with a new device, but it is unknown if this has occurred as of the date of this report, march 18th, 2012.

Manufacturer narrative:
(B)(4). Device not available for analysis.

Manufacturer narrative:
The recipient was reimplanted with another device on (B)(6), 2013.this report is filed july 30, 2013. Device not available for analysis.